Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited insulation issues. Impedance readings and change in threshold were also reported. The lead was capped and replaced. The patient was stable.